Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent shaft broke. In 2004 a taxus express2 2.5 x 12 mm drug eluting stent was being advanced to the target lesion when the shaft bent. The device was pulled out of the pt's body without complications. When it was removed, it broke outside the body. The physician then completed the procedure using another of the same device. There were no reported pt complications.